Event description:
The patient reported a loss of therapy. The patient had trouble with the device since implant on (B)(6) 2010. The battery depleted 6 months after implant on (B)(6) 2011. The patient was working with their surgeon to have their implantable neurostimulator (ins) and leads removed. Other relevant medical history includes chronic low back pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.